Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient explained they had a cardioversion in (B)(6) 2018 and a rep was called to the hospital and turned stimulation off, then back on and checked the device after the procedure. The patient said at the time the rep provided several names for hcp¿ but they had lost the names. The patient was concerned about if the stimulator was working properly or not. During the call the patient reported they had left side tremors. They used their programmer to make adjustments but still had tremors and didn't have a hcp in tulsa where they currently lived. They hadn't seen a hcp for their dbs but when stimulation was set up originally the left side was 1.70 and the patient increased to 2.0, but didn't notice an improvement on the left side. After syncing with the programmer stimulation was shown to be on and reported voltage was 2.93v. The patient also said they had a second cardioversion in (B)(6) 2018 but didn't know if the rep was there and if stimulation was turned off/back on or was checked for that second cardioversion. The patient was concerned that may have cause their left side tremors. The patient also explained they were on medication for afib and thought one of the side effects of that medication was tremors, but they weren't sure. Their left side tremors had gotten a little worse. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the atrial fibrillation was not related to the deep brain stimulation (dbs) device. The tremors were possibly/probably a side effect of the antiarrhythmic medication taken for atrial fibrillation (flecainide). After the return of tremors following cardioversion the device was checked to make sure it was working correctly. The plan was to see if a medication change worked and possibly change to a cardiologist who knew more about the dbs device/therapy. At the current time the tremors weren't resolved. No further complications were anticipated.